Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Customer stated that the cracks were located at battery compartment and reservoir compartment. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.